Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose. The customer's blood glucose 473 mg/dl at the time of incident. The customer reported that they had a bent cannula and the insulin pump alarmed no delivery. Troubleshooting was done. The insulin did exit during prime. The insulin pump will not be returned for analysis.